Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a spiegel hernia repair by laparoscopy on an unknown date and the absorbable straps were used. It was reported that during surgery, the fixing system didn't work. It was reported that the prosthesis was fixed normally without difficulty, but at the end of the procedure, at the time of exsufflation the prosthesis was detached from the abdominal wall. It was reported that no staple held which prompted the surgeon to fix it with a thread. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 04/08/2020. H3 evaluation: the analysis results found that the device was returned with no damage in the external components. In addition, foil pouch was received. Upon cycling, the instrument was noted to be empty and locked out. The device was disassembled and no straps were found inside cannula shaft. No abnormalities were noted on internal device components. The provided device was fully dispensed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. No conclusion could be reached as to what may have caused the reported incident.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/6/2020.